Event description:
It was reported that this right atrial (ra) lead was explanted due to a non-specific product performance allegation. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
This report contains a correction to the device code h6, based on information of dislodgment provided by field representatives.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. A new lead was successfully implanted. No additional adverse patient effects were reported.